Manufacturer narrative:
The device was received and the investigation found the complaint of rem remaining green was confirmed. The investigation found that the generator's event log showed that the last three entries were unsuccessful rem calibration attempts. The investigation isolated the failure to the rem calibration, but a root cause was not identified. The probable root cause could not be determined based on the information provided. The rem function was calibrated to address the condition. No trend has been identified. No corrective action is required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident unit has been received and is under evaluation. When the unit evaluation is complete a follow-up report will be submitted.

Event description:
The customer originally reported that the rem function on the unit was not working. There was no patient involvement, as the issue was found during testing. The unit was returned for evaluation and it was observed on start-up of the unit, that the rem was green when it should have been red.